Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The charger would get extremely hot when charging and patient noted actual burns on the back, burning sensation from the inside out, and redness over the battery site and entire spine area. The patient was provided with a new charger, had a program optimization done and is currently doing well.